Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Caller states the implantable neurostimulator (ins) battery is dead and patient (pt) said it was "only good for 8 years". Caller was not with pt at time of call. Tss reviewed MRI scan eligibility form pt's provider can complete, reviewed a depleted stimulator is considered off. Additional information was received from the pt. Pt stated that their implant battery died in (B)(6) 2022 after 8 years. Patient noted this was due to normal battery depletion. Patient is needing an MRI; agent reviewed MRI eligibility form and mailed to patient, at their request. The patient was redirected to their healthcare provider to further address. No symptoms were reported.

Manufacturer narrative:
B3 date of event is approximate. Month and year of the event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.